Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 147.6 mg/dl. It also reported that display is blank currently. It also reported that the display did not returned after insulin pump restart. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, and active current measurement tests, but failed sleep current measurement, and self tests. No unexpected blank displays were noted. However, per visual examination of the unit's interior, there were traces of corrosion on the main board particularly around the battery connectors, and the force sensor ribbon cable. The battery compartment was heavily corroded. Device has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.